Event description:
The microcatheter began to fray in several places at the completion of the procedure. The catheter was removed intact and there was no harm to the patient. Manufacturer response for lantern delivery microcatheter, microcatheter (per site reporter) per report, manufacturer notified.